Event description:
It was reported the customer had a beep anomaly. Customer stated there were no beeps heard during a selftest. Customer's blood glucose was unknown. The customer stated they did not drop or bump their insulin pump. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no audio on alarms due to broken red wire. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.